Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary treatment procedure, failure to cross the lesion occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a maverick balloon, the 2.5 x 20mm promus element stent delivery system (sds) was introduced. The sds was unable to cross the lesion, so the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the proximal end of the stent were raised up, misaligned and some struts were pushed in on the body of the stent. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).